Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On (B)(6) 2021 the customer alleged for high bg and pump under delivery. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded serial number), corroded battery tube during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Event date was not included in pump history, which begins on 12 may 2022. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Pump alarmed pump error 63 (variable 3) during self test on 05 jan 2023 at 07:05:16.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Pump error 63 confirmed due to broken trace at pin 6 of u1 chip. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was under delivering insulin. Customer was experienced high blood glucose. Blood glucose at the time of event was 23 mmol/l the customer did not experience any symptoms such as a result of high blood glucose. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.